Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure while checking the device, it was observed that the crani-a attachment device was not working before use on the patient. It was reported that the surgery was postponed for the next day. It was reported that the procedure was managed with conventional methods (gigli wires). It was reported that the patient was already under anesthesia in the operating room when the device malfunctioned and the surgeon decided to postpone the surgery. There was patient involvement reported. It was not reported if there were any injuries, medical intervention resulting from the postponed procedure. The patient's status post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device did not function was confirmed. An assessment was performed which found that the device failed cutter insertion assessment. It was further observed that the neuro-tip was bent. The assignable root cause of this condition was due to user error, by using excessive force when using the device, causing the tip to bend. During repair it was observed that the device has damaged bearings, causing the device to fail cutter insertion assessment. The assignable root cause of this condition was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.